Manufacturer narrative:
Correction: concomitant medical products- this supplemental report is to correct the previously reported information for the implantable cardioverter defibrillator. The device did not migrate in the chest. There is no allegation of malfunction against the device, and it was not involved in the reported complaint of lead dislodgement.

Event description:
New information noted that the patient's implantable cardioverter defibrillator did not migrate and cause the left ventricular lead dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported an asymptomatic patient presented for lead replacement. The patient's implantable cardioverter defibrillator had migrated in the chest, dislodging the left ventricular lead so it could no longer capture. The lead was explanted and replaced. The patient was stable following the procedure.